Event description:
A pt's relative called posey and wanted to remain anonymous. They would not provide their name or the name of the nursing home their mother resides. They had concerns about how the facility was applying the posey lap belt onto their mother. They stated that the healthcare provider had found their mother leaned over the soft belt and just lumped over. In a similar incident, she was found leaned over and had hit her head on the floor. The reporter would not provide any more info on the condition of their mother or the name of the nursing home where this occurred. They did not report any serious injury.

Manufacturer narrative:
(B) (4). The reporter does not intend to return the product and did not provide any specific lot number. No conclusion can be drawn. A root cause cannot be determined due to the fact that no specific application info of the product on the pt was provided. The reporter was not willing to provide any more info. (B) (4).